Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the high-frequency electrosurgical electro coagulation was used to stop bleeding. The knife of the device inadvertently touched a finger which caused electrical leak that lead to patient burn. Pain site was numb and was immediately disinfected.